Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they synced without the antenna and saw a power-on-reset (por) screen. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.